Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin ultra (tniu) result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse did not identify hardware issues with the instrument. The cse observed specimen fibrin in spent cuvette and sample tips used for assay processing. Quality controls resulted within range. The cause of the discordant tniu result is due to sample handling. The customer is now incorporating a filtering activity into sample handling processing for tni ultra patient testing. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high troponin ultra (tniu) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The customer repeated the original sample on an alternate advia centaur cp instrument, and it recovered lower. The repeat result obtained with the alternate advia centaur cp was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tniu result.